Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio st device. The patient's attorney did not make any allegations regarding the implanted bard/davol ventrialight st device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2013 or (B)(6) 2014, the patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; ventralex st (device #1), ventrio st, and/or ventralight st. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex st (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
Attorney alleges that on (B)(6) 2013 or (B)(6) 2014, the patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices; ventralex st (device # 1), ventrio st, and/or ventralight st. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex st (device # 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.". Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia and spigelian hernia, thereby underwent laparoscopic repair with implant of ventralex st mesh (device 1), ventrio st mesh (device 2). Per op notes, ¿hernia sac with omentum was identified in the abdominal region and the omentum was reduced. Previous mesh and tacks were found in lower midline hernia repair. A ventralex st mesh (device 1) was placed over the defect in lower midline and tacked. A ventrio st mesh (device 2) was placed over the recurrent incisional hernia on the left upper quadrant and tacked¿. The previous mesh noticed in this procedure was unknown. On (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia, thereby underwent laparoscopic repair with explant of ventrio st mesh (device 2), implant ventralight st mesh (device 3). Per op notes, ¿midline hernia repair mesh (device 1) was in good position. Adhesions were taken down and left flank hernia was identified and the old mesh (device 2) was excised. A ventralight st mesh (device 3) was placed in the abdomen covering the entire defect and sutured¿.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive. No conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralex st (device 1). Additional MDR was submitted to represent the bard/davol ventrio st device (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.